Event description:
During insertion of the iab through the sheath, resistance was encountered. Because of this, this iab and sheath were removed as an unit. A second iab was inserted successfully at an alternate site. There were no patient complications.